Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was removed, and blood was noted at the catheter-console connection. The case was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 58519 was returned and analyzed. The 990063-020 mapping catheter with lot number 218856427 was stuck inside the balloon catheter. Visual inspection of the balloon catheter showed visible dried blood at the balloon section. Smart chip evaluation indicated the balloon catheter was used for 19 injections. The balloon catheter failed the performance test upon connecting to the console due to system notice 12211 ¿the catheter was not recognized." The balloon catheter failed the electrical continuity test. Impedance measurements between pins one and two showed an open loop. The dissection and pressure test showed a guide wire lumen kink and twist inside the balloons at 1.2 inches from the tip of the balloon catheter. A pressure test showed a breach at the same point as the guide wire lumen kink. Visual inspection under a microscope revealed a cut on the guide wire lumen and corrosion was observed on the thermocouple wires. The corrosion was found at the area without insolation, at the same area as the breach. In conclusion, the reported 50005 system notice ¿the safety system has detected fluid in the cathet ER and stopped the injection¿ and visible blood were confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.